Event description:
It was reported that the patient diagnosed with hypopharyngeal cancer and esophageal cancer had a groshong catheter implanted for chemotherapy before cancer resection. Leakage was found during infusion of lactated ringer's solution on the day following the catheter placement. Also, leakage was found during administration of soldem 3a on the day subsequent to the first leakage. Therefore, the catheter was removed, and anti-cancer agent was administered from the peripheral vein. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and no leaks were observed. The catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient diagnosed with hypopharyngeal cancer and esophageal cancer had a groshong catheter implanted for chemotherapy before cancer resection. Leakage was found during infusion of lactated ringer's solution on the day following the catheter placement. Also, leakage was found during administration of soldem 3a on the day subsequent to the first leakage. Therefore, the catheter was removed, and anti-cancer agent was administered from the peripheral vein. There was no patient injury reported.